Event description:
On (B)(6) 2010, patient reported the down button on her infusion device stopped working on (B)(6) 2010. Patient stated the button does pop back out when pressed and released. Patient reported she will use the standard bolus feature for now. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.